Manufacturer narrative:
Due to character limitation, below field are added from e1- initial reporter: (B)(6). Updated fields: b4, b5, b6, b7, d9, d10, e1 (initial reporter, event site telephone, event site email) g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes, health effect ¿ impact codes, investigation conclusions), h11. A getinge field service engineer (fse) states, recently, the random startup issue appears. Since the fse had already replaced the executive board in august 2024, and the current issue could involve any of the main boards, the fse contacted the customer to have the unit and perform the following actions: execute the two recalls (power management board and solenoid board) perform the over temperature recall familiarize myself with over temp recall in preparation for an upcoming service. During the intervention, the fse also helped the customer identify the faulty board, which turned out to be the front-end board. The fse temporarily installed there own board to perform performance tests following the recalls. After testing, the fse reinstalled the customer¿s original board in the unit. The customer will now evaluate the next steps with their manager, considering the high replacement cost of the front-end board and the previous repairs already performed. The inspection went well (see report and logs). The unit functioned properly with the new front-end board, and the logs show multiple successful startup and shutdown sequences. However, the unit remains non-operational with the original board. The customer declined to replace the front-end board for now due to the high cost.

Event description:
It was reported that during routine checks the cardiosave intra aortic balloon pump (iabp) is having intermittent startup issues. There was no patient involved.

Event description:
It was reported that when the cardiosave (intra aortic balloon) was powered on the wheel keeps rotating and then emits a continuous beep. According to the log file: local wdt failed [111] - total # of occurrences: 286. While the wheel is rotating, just before the continuous alarm, the display shows f7 (see ¿f7 code¿ photo). When the continuous alarm starts, the code changes to f0 (see ¿f0 code¿ photo). There was no adverse event reported.

Manufacturer narrative:
Due to character restrictions in block e1 full event site city name is (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
N/a

Manufacturer narrative:
Updated field : b4 , g3 , g6 , h2 , h11 corrected field : h6 ( medical device ¿ problem code ,investigation findings),e3